Event description:
Asr revision; asr resurfacing -right; reason(s) for revision: component loosening: femoral head.

Event description:
Duplicate complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-05171. This report, 1818910-2013-05298, will be rejected. Report # 1818910-2013-05171 will be kept for investigation purposes.